Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing) was confirmed. As received, the monitor failed incoming testing, was resetting, and produced service code 102 and 203. Upon evaluation, multiple components on the defibrillator board were damaged. The cause of the test failure, rests, and service codes is the damaged components. The root cause of the damaged components cannot be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed testing.